Event description:
The customer reported to olympus, the colonovideoscope experienced an air/water flow issue. The issue was found during preparation before use inspection for a diagnostic colonoscopy procedure. The intended procedure was completed with another similar device. There were no reports of delays. The device was returned for evaluation. During the device evaluation, it was found that the nozzle had a foreign object. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found that the bending angle in up direction did not meet the standard value due to wear of angle wire, the play of upward/downward knob was out of the standard value due to wear of angle wire, adhesive on bending section cover had a chip and a crack, no air and water was fed due to clogging of the nozzle, plastic distal end cover had a scratch, scope connector cover unit had a scratch, protector of universal cord on suction connector side had a scratch, universal cord had a scratch, image guide protector had a scratch, flexibility adjustment ring had a scratch, grip had a scratch, suction cover had a scratch, switch box had a scratch, forceps elevator lever had a scratch, upward/downward and right/left knob had a scratch, control unit had discoloration, and the control unit had a scratch. The customer cleaned, disinfected, and sterilized the device before sending it to olympus. There was no delay in the start of the pre-cleaning, and the air/water nozzle was flushed with water. There were no abnormalities in the accessories used for reprocessing. The air/water nozzle was wiped/brushed with clean lint-free cloths, brushes, or sponges, and it was flushed with detergent solution. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the foreign material in the nozzle was not identified, there was no physical damage where the foreign material was found, and there were no reported reprocessing deviations from the IFU. A definitive root cause of the foreign material in the nozzle was not established at this time. Olympus will continue to monitor field performance for this device.